Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a significant increase in weekly charging time following a recent procedure reported in MFR report 3006630150-2024-04770 where electrocautery was used. Per the physicians implant manual, electrocautery can transfer destructive current into the dbs leads and, or stimulator. A database analysis was performed on the implantable pulse generator (ipg) and indicated that starting on (B)(6) 2024, the battery discharge rate increased, and the battery is depleting faster. This change in battery depletion could have significant impact on charging burden for the patient and the ipg is at risk of falling into hibernation. The patient is routinely charging and satisfied with the charging process. The physician has been notified of the database findings.